Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with vision quality. The iol was exchanged in a secondary procedure. Additional information requested.

Event description:
Additional information requested and received stated that the lens was exchanged for another model lens, of same company, as patient had a difficulty adapting to lens refractive technology and there was no patient harm and patient was not hospitalized. The file can be downgraded to non reportable.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury incident. The manufacturer internal reference number is: (B)(4).